Event description:
Boston scientific received information that this right ventricular (rv) lead had displayed a loss of capture and out of range impedance measurements. Fluoroscopy was performed showing this lead was fractured. A lead revision was performed in which the lead was capped and a new lead was implanted successfully. There were no adverse patient effects reported.

Manufacturer narrative:
The lead was capped and remains implanted and will not be returned. As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.